Event description:
It was reported that during device interrogation, the device displayed information from the remaining useful life and indicated the values would be available two weeks after implantation. The device was removed and replaced with a new device. No patient complications have been reported as a result of this event.

Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns.